Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) was low (value not provided) and customer was hospitalized due to low bg. In addition, customer had reportedly experienced broken bones as a result of low bg. Per the contact, customer declined to provide further information or discuss the event with tandem technical support.